Event description:
It was reported that a wireless battery module is causing a spectrum pump to power off without user input. No pt involvement was reported.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.